Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that intima-ii y 22gax1.00in prn/ec slm leaked fluid. The following information was provided by the initial reporter: the patient was indwelling the superficial vein of the left forearm. The vein was patchy and there was no local redness and swelling. At 16:05, the patient pressed the bedside bell and said that the indwelling needle had been leaking fluid. The head nurse and nurse went to check and found that the back end and joint of the indwelling tube had not been closed and the fluid had been leaking. After explaining to the patient, the patient was extubated and the catheter tube was re-inserted.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 22gax1.00in prn/ec slm leaked fluid. The following information was provided by the initial reporter: the patient was indwelling the superficial vein of the left forearm. The vein was patchy and there was no local redness and swelling. At 16:05, the patient pressed the bedside bell and said that the indwelling needle had been leaking fluid. The head nurse and nurse went to check and found that the back end and joint of the indwelling tube had not been closed and the fluid had been leaking. After explaining to the patient, the patient was extubated and the catheter tube was re-inserted.